Manufacturer narrative:
Product complaint # (B)(4). Health effect - clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had her left knee revised 2007 tc3 rp construct. No or record , the exact date and location are unknown either. This patient came into the ER with an infected knee. I do not have labs or reports to confirm the infection, I am reporting what the surgeon told me. Surgeon did a thorough I&d, during the procedure the patella and the tibial component were loose at bone to cement interface and were explanted. Unknown bone cement was used. The tc3 rp insert was also explanted. The femoral component was still well fixed and was left in situ. The patient told the surgeon pa that her knee has hurt for the last 2-3 years. The patient also had a sinus track of puss on the back of her calf that originated from the tibia. This knee was obviously infected for a long time and the patients bone quality was terrible. Surgeon cemented a tc3 rp insert in the tibia with antibiotic cement, surgeon did not want to cement another metal base plate in while there is an active infection. No surgical delay. Doi: (B)(6) 2007. Dor: (B)(6) 2021. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.